Event description:
Received report of difficult insertion of catheter. Prior to a coronary artery bypass graft procedure, an anesthesiologist attempted to insert a pulmonary artery catheter, and had difficulty during insertion. The practitioner was unable to wedge the balloon and so left it in the ventricle. The surgeon was informed before the procedure started and he remanipulated the catheter, possibly aggressively, and was able to wedge the balloon and obtain appropriate waveforms. During the procedure, a small area of blue was noted to the area left of a coronary vessel, flush with the outside wall of the myocardium, but not through the outside surface of the heart. It was found to be the catheter. No bleeding was noted, and wave forms remained appropriate. The catheter was removed and replaced. The hole was stitched shut. No add'l adverse reaction noted. Pt discharged home on 3/11/98.

Manufacturer narrative:
Experience reported could not be confirmed through evaluation of returned sample. The catheter passed the balloon inflation and deflation tests. The balloon inflation covered the catheter tip per product specifications. A work order history review verified that the lot passed in-process and quality assurance inspections and tests. No other similar reports have been filed on this lot number.